Manufacturer narrative:
Patient information was not available from the site. A manufacturer representative went to the site to test the navigation system. On-site visual and functional testing were completed on the system. The system performed as intended, no issue was found. A software investigation analysis was initiated to determine the probable cause of the issue. The analysis was inconclusive based on the information provided. Probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system intra-operatively during a functional endoscopic sinus surgery (fess). It was reported that multiple attempts for registration were made but failed. Navigation was aborted. The procedure was completed without the use of navigation. There was no reported delay in surgical time and no known impact or consequence to the patient.